Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Patient code e2008 captures the reportable event of unretrieved device fragment. Block b5: describe event or problem has been corrected. Block h11: investigation results: the analysis of the returned zero tip basket was performed, and the visual evaluation noted that the sheath was bent/kinked. Microscopic examination was performed under magnification and it was identified that the sheath stretched and torn at the distal section. Functional examination was performed, and the handle was actuated. The basket was unable to open or close. Upon disassembling the device, there was evidence that the handle cannula was properly assembled to the pinch vise. The handle cannula was removed completely from the device to see the condition of the basket. After removing the handle cannula, it was possible to observe the basket, and it was properly assembled on the notch cannula. There was evidence of the 8 crimp marks. However, the basket was bent/kinked probably due to force apply to the device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. With all the available information, boston scientific concludes that the reported event of basket detachment was not confirmed. Based on the investigation results it was possible to see the basket properly assembled to the notch cannula. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All these observations could affect the performance of the device. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause all these damages observed on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a zero tip basket device was used during a transurethral resection of ureteral calculi procedure. During the procedure, when the basket was used to remove the stones from the ureter, it was noticed that a portion of the basket could not be seen, and the tip sheath was crushed. Reportedly, it was possible that the basket tip had been detached or dropped and it remained in the body. The procedure was completed with this device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Patient code e2008 captures the reportable event of unretrieved device fragment.

Event description:
It was reported that a zero tip basket device was used during a transurethral resection of ureteral calculi procedure. During the procedure, when the basket was used to remove the stones from the ureter, it was noticed that the basket portion could not be confirmed, and the tip sheath was crushed. Reportedly, it was possible that the basket tip has been detached or dropped and remains in the body. The procedure was completed with this device with no patient complications.